Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify low battery alarm due to blank display. (B)(4).

Event description:
The customer's parent reported via phone call that they had a high blood glucose of 532 mg/dl. The customer's parent stated that the insulin pump had a low battery alert and depleted battery life. Troubleshooting was performed and advised that the insulin pump will need to be replaced. Auto mode was not mentioned if in use. The insulin pump will be returned for analysis.